Event description:
It was reported that following the implant procedure, the right ventricular (rv) lead exhibited high impedances. The pocket was reopened, and a loose set screw was found. The connection was fixed, and both the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.